Manufacturer narrative:
A review of the subject device history record indicated there were no nonconformances, deviations, or abnormalities with this lot at the time of its production.

Event description:
Stent (2) were implanted in pt's left carotid artery on 2/24/1998. On 2/25/1998 the stents were explanted during an exploration of the left carotid artery. Pt sustained a cerebro vascular accident at some point before, during or after stent placement.